Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The device was returned for evaluation. The investigation didn't identify the reported aspiration issue. The definitive root cause could not be established. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport slim, 6fr, mi kit products that are cleared in the us. The pro code for the powerport slim, 6fr, mi kit products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1716070j implantable port allegedly experienced obstruction of flow. The information was received from one source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1716070j implantable port allegedly experienced obstruction of flow. The information was received from one source. One patient was involved with no reported patient injury. Age, weight and gender were not provided.

Manufacturer narrative:
H10: for the reported malfunctions, reportability was reassessed and determined to be no longer reportable. H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was returned for evaluation. The investigation didn't identify the reported aspiration issue. The definitive root cause could not be established. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim, 6fr, mi kit products that are cleared in the us. The pro code for the powerport slim, 6fr, mi kit products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.